Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion (dso) sensor is damaged. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of damaged downstream occlusion (dso) sensor. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log found no relevant information. Visual inspection confirmed complaint of downstream occlusion (dso) seal delaminating. Replaced dso seal.